Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the device met specifications during evaluation. During evaluation, unit was working as expected and passed functional testing. It was unknown if the device was influenced by the reported failure, however the device met specifications during evaluation. The DHR review is not required as the reported event is unconfirmed and not a manufacturing or supplier related failure. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the pads not emptying completely. Flow rate alarmed, no flow. Alert 07 (empty pads not complete). Serviced device and failed with alert 41 ¿ low internal flow. Could not resolve problem. As per wo review on 09feb2023, it was noted that there was no patient involvement.

Event description:
It was reported that the pads not emptying completely. Flow rate alarmed, no flow. Alert 07 (empty pads not complete). Serviced device and failed with alert 41 ¿ low internal flow. Could not resolve problem. Per wo review on (B)(6) 2023, it was noted that there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.